Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient demographics was not provided.

Event description:
It was reported an unspecified tubing issue that is possibly related to the previous events of leaks, cracks or crumbling of the fixed collar on the distal end of extension set me2017. Although requested, additional information was not provided.

Manufacturer narrative:
The customer reported an unspecified tubing issue. Visual inspection of the as-received samples observed the bd1 business unit's (non-carefusion/nonbd2) syringe's broken off tip was lodged within the received set's female luer. No issues were observed with the carefusion/bd2 extension set model me2017. No issues were found with the bd2 extension set and therefore the root cause was not determined.

Event description:
An unspecified tubing issue was reported that is possibly related to the previous events of leaks, cracks or crumbling of the fixed collar on the distal end of extension set me2017. Although requested, additional information was not provided.